Event description:
It was reported that during a nissen fundoplication procedure, the hand activation keys, didn't work properly (they only worked part of the time) when activated. They tried to change the cable and generator, but it didn't have any effect. The foot pedal worked o.k, and they finished the operation using it, with the same instrument. Important - the generator didn't indicate that there is a problem. No patient consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.